Event description:
A gastrostomy tube was placed in a pt. As part of this procedure, t-fasteners were placed to secure the stomach wall to the anterior abdomen. The surgeon indicated that over time, the balloon from the gastrostomy tube deflated and the tube migrated into the peritoneal cavity, despite the fact that the t-fasteners were in place. The pt was fed enteral formula into the peritoneum and developed peritonitis and sepsis. Subsequently, the pt developed respiratory failure and renal insufficiency. In 2007, the pt died. The tube was discarded, and is not available for testing.

Manufacturer narrative:
Two unopened introducer gastrostomy kits (sister samples) were returned, but not the suspect device, which came from either lot 53364gz or 52323gz. 53364gz=2007; 52323gz=2007. Both sister samples performed within specifications.